Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. Patient reported that the display screen was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found some minor scratches on the display lens. The pump powered up to a fully functional display screen and the pump functioned properly. Unrelated to the display issue, it was observed that the battery compartment was cracked.